Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter that the y-site of the clearlink continu-flo solution set will not allow flow from the clearlink secondary medication set. It was reported that even when squeezing the solution bag the solution will not flow. It is unknown if the check valve was inverted and tapped. The luers were disconnected and reconnected and the flow started. The unknown infusion was completed and it is unknown if a pump was used. There was no patient injury or medical intervention reported. No additional information is available.